Manufacturer narrative:
(B)(4).

Event description:
It was reported that renasys touch indicated blockage, blocked tubes or canister, but even after changing the canister the problem persisted. The tubes have been checked and before changing the canister the y-connector has been set to on. No harm or injury reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and no failure was found, the pump shows no canister blocked failure. We have not been able to establish a relationship between the event reported and the device. Probable root cause may be an intermittent component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.